Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample was not returned to baxter for evaluation. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that a eurovialmate "is dirty. The plastic has dirt on it." The exact date of occurrence is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.